Event description:
It was reported that prior to a stent placement procedure, the device unable to pass through guide wire and the device was occluded. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned and photos were not available for evaluation. Therefore, the investigation is inconclusive for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to device warnings, the instructions for use states "visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port. Flushing these lumens will also facilitate stent graft deployment". Regarding accessaries, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath via the transhepatic route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The safety clip was properly attached, and the stent was in system and in place. The lumen of the delivery system was flushed without problems during evaluation and a 0.035-inch guidewire could be advanced through the entire system without problems. The reported issue could not be reproduced. Based on the available information and evaluation of the returned sample, the investigation is inconclusive for reported issue. A definite root cause of the reported incident could not be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath. The delivery system has a soft and flexible catheter tip (d) formed from the outer catheter. The catheter tip is tapered to accommodate a 0.035¿(0.89 mm) guidewire. The guidewire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." H10: d4 (expiry date: 06/2024), g3. H11: g1, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the device unable to pass through guide wire and the device was occluded. The procedure was completed using another device. There was no patient contact.